Manufacturer narrative:
(B)(4). It was reported; triangular tab broke off the valve. Patient felt unsure about this situation. Safety valve had to be changed. Neither patient injury nor medical intervention has been reported. An evaluation of the complaint sample was able to confirm the reported failure mode. The locking tab on the valve assembly had been broken off. Though the investigation was not able to definitively confirm the specific cause for the breaking of the locking tab, the complaint investigation did note the potential for the locking tab to break should the end user try to snap (or click) the valve cover onto the valve assembly versus using a twisting method to secure the valve cover onto the assembly. A project has been initiated to redesign the locking tab on the pleurx valve assembly to minimize the potential for the locking tab to break should the end user try to snap the valve cover onto the valve assembly. Lead lot number has not been produced at this time. The failure mode will be entered into the complaint management system and will be tracked/trended.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. ((B)(4).

Event description:
Triangular tab broke off the valve. Patient felt unsure about this situation. Safety valve had to be changed. Neither patient injury nor medical intervention has been reported.